Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a high glucose event after insulin leaked past the plunger at the bottom of the cartridge, resulting in insulin not being delivered through the tubing and a maximum blood glucose of 400 for approximately six hours. The user had been attaching the cartridge and connector together before inserting into the ilet and was counseled to insert the cartridge first and then attach the connector, consistent with an infusion set or cartridge connection issue and user technique contributing to insulin delivery interruption. Symptoms included nausea, dizziness, and fatigue. Outcomes included self-management without medical intervention or outside assistance, with correction via subcutaneous insulin injection and supply change, and the device issued a high glucose alert. Investigation included troubleshooting and user education. Investigation of this case revealed leakage at the cartridge plunger area and an incorrectly sequenced connection process. It was concluded that improper assembly of the cartridge and connector likely caused insulin leakage and subsequent hyperglycemia.